Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012, the patient obtained elevated blood glucose readings; specific results not provided. The patient noted, she changed the infusion set three times, was unable to correct her elevated blood glucose levels, and chose to remove the pump. The patient was without insulin during the night. On the morning of (B)(6) 2012 the patient's blood glucose level was elevated, she experienced the symptom of vomiting and tested positive for large amounts of urinary ketones. The patient was treated by her nurse with injections of novolog insulin and lantus insulin via a syringe, and her blood glucose level dropped to 186 mg/dl. Troubleshooting revealed the pump settings, date/time and basal settings were correct. It was also determined the patient's technique regarding infusion set insertion and pump priming were both incorrect, which may have contributed to under-infusion of insulin. The patient¿s technique was incorrect by removing the pump, and by incorrectly inserting the infusion set. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this occurred, and received medical treatment with insulin, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.